Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 49 mg/dl. The customer treated with juice and 2 teaspoons of sugar. The customer stated that she experienced low readings for the past few weeks. The customer stated that she has been falling low ever since her health care provider changed her basal rates. The customer stated that she will contact her health care provider when she gets back from vacation and will let us know of the changes on them going forward.